Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer (fse) cleaned the contacts on latch for tower door and replaced position sensor on auxiliary 7. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 7 and drawer 2.1 failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.